Event description:
It was reported that the pump showed 96 units of insulin remaining. Customer requested a 10.5 unit correction bolus. Customer believed that 96 units of insulin was delivered because the insulin gauge decreased to 0 units. Customer's blood glucose (bg) level decreased to 56 mg/dl. Customer used insulin pens and glucagon tablets for treatment of bg level. During troubleshooting with tandem technical support, pump data was reviewed and showed that zero insulin was delivered for that day. Pump data did not coincide with reported information.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.